Event description:
Related manufacturer report number: 3006705815-2023-07570. It was reported that the patient was experiencing pain and heating at the ipg site. As a result, the patient underwent surgical intervention during which the ipg was explanted and replaced with no complications.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Correct data: the year of the explant has been corrected from 2023 to 2024.